Event description:
It was reported that the coil prematurely detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and it was confirmed that the coil had been broken off from the pusher assembly. The evaluation could not determined the cause of the event.